Event description:
It was reported that there was air in an extension set with micron filter. This occurred during priming with total parenteral nutrition. The patient was not connected at the time of the event. The patient reported that there was ¿perpetual drawback¿ resulting in formation of air bubbles in the filter, and they were unable to purge the air from the tip of the set after removing the cap. The patient replaced the set and was able to continue therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Flow testing using gravity was performed, and fluid was found to flow correctly through the tubing. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.